Event description:
An angio-seal device was deployed to close the arteriotomy site; hemostasis was achieved. The pt was discharged with no complications. Approximately five days later, the pt returned complaining of extreme pain at the arteriotomy site; right femoral artery. Within two days, pain at the site became worse. The pt was admitted to the hospital. An intra operative lower extremity arteriogram revealed a filling defect in the right common femoral artery with a subtotal occlusion. The pt underwent revascularization; normal blood flow was restored. The angio-seal device components were removed. This event occurred during certification training with a st. Jude medical rep present.